Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through archive analysis. Analysis found that the cause of the inaccuracy could not be determined. It was noted as the surgeon was gaining access to the growth, internal pressure was relieved and caused the growth to prolapse out. This explained why it was still accurate right next to the tumor on the patient's tooth which was fixed anatomy. Analysis found that the analysis was inconclusive and the probable cause was unable to be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: sfw kit 9735736, software version: (B)(4), software analysis has not been completed at the time of this report. Fdm 4118, fdr 3233, fdc 11. A medtronic representative went to the site to perform a system checkout. The system passed checkout, and no issues were found. Fdm 10, fdr 213, fdc 67 are applicable to the system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a maxillectomy procedure. It was reported that during a procedure today the patient was registered without issue, but when navigating to the mass on the upper maxilla, the surgeon felt about 1cm off, the surgeon reported being at the edge of the mass while the software reported being about 1cm deep into it. This was true with both the straight suction and the straight probe. While navigating to the teeth right next to the mass he reported being accurate. The patient was re-registered with no change. The scans were taken this morning. Surgeon continued with procedure, but aborted navigation. Delay of about 30 minutes. There was no reported impact to patient outcome.